Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation, the device was discarded by the customer. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Elevated iop, corneal edema, peripheral anterior synechiae, microstent explantation and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient with primary open angle glaucoma underwent uncomplicated cataract surgery with hydrus microstent on an unknown date. (Note: the reporter also stated that a xen gel-stent implantation also occurred on an unknown date, but it is unclear when this procedure took place). The patient experienced uncontrolled iop with microcystic corneal edema and was referred to a university hospital for further care. On gonioscopic exam, the hydrus microstent appeared to be well-positioned. Peripheral anterior synechiae was present and fully obstructed the inlet. On (B)(6) 2022, the hydrus microstent was explanted, and the patient underwent a trabeculectomy procedure.

Manufacturer narrative:
Section e1 the initial reporter (physician's name) was (B)(6) and corrected to (B)(6).

Event description:
On (B)(6) 2022, the surgeon provided a status update on the patient and stated that the patient is "doing well".

Manufacturer narrative:
Since she was not the implanting surgeon, a record of the initial lot number was not available. Manufacturer reference #: (B)(4).